Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pulse generator exhibited premature battery depletion. On (B)(6) 2017, the device was explanted and replaced successfully.

Manufacturer narrative:
No conclusion code available; final analysis found high current drain and confirmed premature battery depletion. The device was cut open and direct measurements were performed on the internal circuitry, confirming high current drain. Rf module at an outside lab was performed but could not reproduce the high current drain.